Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b5, and h6 (impact codes) have been updated with additional information received on july 01, 2024. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile fully covered esophageal stent was implanted during procedure performed on (B)(6)2024. The physician implanted the stent and sutured twice, however, the stent was still migrated. There were no patient complications reported as a result of this event. Additional information received on july 01, 2024. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03310 and 3005099803-2024-03629 for the associated device information. The stent was implanted to treat an extremely tight 5mm benign stricture during a stent placement performed on an unknown date. The patient's anatomy was dilated approximately 5-6 times. On (B)(6) 2024, the stent (the subject of this report) had migrated into the terminal ileum. Consequently, a colonoscopy was performed, and the stent was removed from the ileum. The physician stated that he might have used an incorrect stent size. Subsequently, a second agile esophageal stent (the subject of MFR. Report # 3005099803-2024-03629) that was longer was placed; however, the stent had also migrated into the stomach despite being sutured on both opposite sides. It is unknown if the stent was also removed or remained implanted. Note: it was reported that the physician implanted the agile esophageal stent and sutured twice. However, per the agile esophageal 23mm otw project e0644, there is sufficient published evidence in the literature to support that the use of standard clips, endoscopic suturing, and over-the-scope clip decreases stent migration but does not eliminate it. It was reported that the agile esophageal stent was implanted to treat a 5mm benign stricture. However, per the agile esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated for treatment of benign stricture.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile fully covered esophageal stent was implanted during procedure performed on (B)(6) 2024. The physician implanted the stent and sutured twice, however, the stent was still migrated. There were no patient complications reported as a result of this event. No further information has been obtained despite good efforts thus far.

Manufacturer narrative:
Block b5 has been updated with additional information received on july 29, 2024. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code (B)(6) captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile fully covered esophageal stent was implanted during procedure performed on (B)(6) 2024. The physician implanted the stent and sutured twice; however, the stent was still migrated. There were no patient complications reported as a result of this event. Additional information received on july 01, 2024. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03310 and 3005099803-2024-03629 for the associated device information. The stent was implanted to treat an extremely tight 5mm benign stricture during a stent placement performed on an unknown date. The patient's anatomy was dilated approximately 5-6 times. On (B)(6) 2024, the stent (the subject of this report) had migrated into the terminal ileum. Consequently, a colonoscopy was performed, and the stent was removed from the ileum. The physician stated that he might have used an incorrect stent size. Subsequently, a second agile esophageal stent (the subject of MFR. Report # 3005099803-2024-03629) that was longer was placed; however, the stent had also migrated into the stomach despite being sutured on both opposite sides. It is unknown if the stent was also removed or remained implanted. Note: it was reported that the physician implanted the agile esophageal stent and sutured twice. However, per the agile esophageal 23mm otw project e0644, there is sufficient published evidence in the literature to support that the use of standard clips, endoscopic suturing, and over-the-scope clip decreases stent migration but does not eliminate it. It was reported that the agile esophageal stent was implanted to treat a 5mm benign stricture. However, per the agile esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated for treatment of benign stricture. Additional information received on july 29, 2024. The stent was implanted in the gastroesophageal (ge) junction during an esophagogastroduodenoscopy (egd) procedure.